Event description:
It was reported that the caliper broke while using in a surgery. All fragments were retrieved and the procedure was successfully completed with a backup instrument. There are no reports of impact to the patient.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The caliper was confirmed to be broken through the spindle axis upon visual inspection. The lot was not visible on the instrument therefore manufacturing records for this product were not reviewed. Potential root causes include: excessive compressive force applied to the caliper. Usage of instrument beyond its expected service life. Stress concentration at the spindle hole. Previously damaged or deformed caliper (i.e. Bent tips, broken spring).

Event description:
It was reported that the caliper broke while using in a surgery. All fragments were retrieved and the procedure was successfully completed with a backup instrument. There are no reports of impact to the patient.